Event description:
The laser aiming beam (one of the red dots) of the laserex ellex ophthalmic yag laser was missing.

Event description:
The laser aiming beam (one of the red dots) of the laserex ellex ophthalmic yag laser was missing.